Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On 03/09/2025, it was reported that the patient was driving back home went she experienced a "diabetes coma". The patient crashed by the road barriers. As per the patient, some ladies called paramedics to check her. The behavior of the mobile device at the onset of symptoms and during the accident was not described. When paramedics arrived, they checked her and got 56 bgm vs 75 cgm reading. Paramedics gave her a glucose tab. She was brought to the hospital for some laboratory test and results were fine. After 6hrs she went back home and was advised to visit her doctor for further assistance. She visited her doctor the fallowing day and was told to lower her insulin pen intake. She was fine during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.